Manufacturer narrative:
Continuation of d10: product ID 37761 serial# unknown, product type recharger correction: "foreign" was selected in g2, but no country was provided. The country of origin is germany; in section e the country code has been updated/corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's recharger was completely unresponsive; it wouldn't recharge any longer and it wouldn't turn on. A replacement recharger was requested.

Manufacturer narrative:
Continuation of d10: product ID 37761. Serial# unknown. Product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: unknown, h3: the desktop charger, model# 37761. Serial# unknown was returned for product analysis. Analysis found that the power supply plug was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.